Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm (B)(6). Vessel morphology was reported as straight forward. It was reported that during the preparation of the delivery system it was noticed that the saline solution could not be flushed through the inner lumen (something may have been obstructing the inner of the nose cone). The saline solution was exiting through the space between the distal ro marker of the delivery system and the beginning of the tapered tip. The physician introduced a hydrophilic guide wire and attempted to unblock the distal portion of the delivery system. Eventually, the guide wire was able to pass through the delivery system with the physician pushing hard. The physician then decided to use the device in the patient. After completing the procedure, the physician inspected the delivery system. The physician placed his finger such that it blocked the wire lumen of the shaft to see the exact point of the saline solution; when doing this, the solution came out from the inner shaft of the wire. Additionally, an endoleak was noticed during the control arteriography. The physician believes there might be a tear in the fabric and confirms that no wires have gone in and out during the release of this extension. The patient will be monitored by the physician. No additional clinical sequelae were reported and the patient is fine. An internal film review was performed. There were several returned still angiogram images; however, the type of endoleak could not be confirmed. It appears to be a blush type IV; however, cannot rule out a type iii fabric endoleak.

Event description:
Additional information: it was reported that the type iii endoleak was actually a type ii endoleak and unrelated to the stent graft. Evaluation summary: the stent graft was deployed in the case. There multiple severe kinks on the sheath at 3cm and 11.5cm (right at stent stop) from the edge of the graft cover. There was a kink at the strain relief. The kinks are most likely occurred during return shipping due to the loose device packaging. Otherwise, the device was unremarkable. When flushed, there was leakage at the base of the taper tip. There was a gap between the inner member and taper tip likely due to faulty over-mold, which was causing some leakage. The guidewire obstruction could not be confirmed. The device could be flushed; however, there was leakage at the taper tip when the guidewire lumen was flushed. It was not possible to determine if a foreign material was causing the inability to flush since no foreign material was reported exiting the device. A root cause could not be conclusively determined.

Manufacturer narrative:
(B)(4). Evaluation : (endoleak), (using a broken delivery system). Evaluation conclusions: (using a broken delivery system).

Manufacturer narrative:
Results: (unable to determine cause). Conclusion: (unable to determine cause).